Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 488 mg/dl, at the time of incidence. Customer reported that they did receive change sensor alert. Customer declined to troubleshoot as they did not feel okay to troubleshoot. Customer reported that they had sensor glucose and blood glucose issue. The insulin pump will not be returned for analysis.